Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. On 07/08/2025, a report received via the distributor indicated that the patient experienced a severe hypoglycemic event while at work, resulting in collapse and shaking. No additional clinical details or contextual information were provided regarding the incident. Attempts to contact the reporter for further clarification were made but were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.